Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed based on caregiver (cg) stating that they did not use a flexi cap on the pa line when the home patient (hp) disconnected only the mini cap. The cause was use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
This report is for use error - caregiver(cg) did not use flexi cap on patient line after disconnecting. A customer contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the homechoice (hc) unit display. This event occurred during use patient connected in fill 6/6. Cg stated the home patient (hp) disconnected. The technical service representative (tsr) asked the cg if the hp used a flexi cap on the patient line. Cg stated no, just the mini cap on her. Tsr explained he will assist the cg with ending the therapy since the hp disconnected. There was patient involvement and there was no patient injury or medical intervention associated with this event.